Event description:
Leaking gas with instrument in trocar. Pneumoperitoneum was maintained and the use of a new trocar was not required. Practitioner did not believe the patient's body habitus contributed to the event.====================== manufacturer response for bladeless trocar, endopath xcel======================MFR has been called and arrangements are being made to ship device to them.